Manufacturer narrative:
Inspection of the system was completed in house. It was determined that certain electrical components on the circuit board were defective. Log files were able to be retrieved from defective system. Defective parts of the original system were replaced. The system was able to reboot successfully with the updated parts. Going forward, the system will be monitored and similar scenarios will be noted to ensure no trend is seen in similar products. A new system was sent to the hospital site.

Event description:
Patient was being scanned and the user got a error message on the screen. The user did not have time to look into the error message when rebooting the system. After the user rebooted the system, smoke was smelt coming from the system. The system was removed from its main power supply. It was noted that there was no injury to user or patient.